Event description:
Meter = 482mg/dl. Lab = 130mg/dl. A different device was used and the result was 130mg/dl. Controls were in range. No treatment given or withheld. A request was made for the return of the suspect device and replacement product was sent.